Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was impossible to fix the left ventricular (lv) lead. The lead was attempted and not used. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.